Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va1cpxe, implanted: (B)(6) 2017, product type: lead . (B)(4) applied to the lead serial number: (B)(4). Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient just had her "wires" repositioned on (B)(6) 2017 because she was experiencing excruciating pain in the vaginal area. Patient stated she did see the healthcare provider (hcp) regarding this and they ended up adjusting the patient programmer (pp) and eventually shutting of the stim off. She was fine after that but they determined it was the leads that was causing the issue. She just had the surgery done on (B)(6) 2017 and was now experiencing a shooting pressure pain in the vaginal area when she stands or sits down. Patient also reported her symptoms had return and she was spending so much money on pads. She had device for urinary incontinence and had been taking antibiotics for the past week which had caused constipation. It was indicated that she had an appointment with hcp on the (B)(6). Patient stated she was told the only buttons to press on the pp were the increase and decrease button. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they notified their physician at their appointments on: (B)(6) 2017. It was reported that their symptoms had not been resolved. No further information reported.